Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced a low blood glucose (bg) level of 64 mg/dl. The user addressed bg level by eating toast. It was unknown what the cause of the low bg was. As this event was not occurring at the time of report, tandem technical support was unable to troubleshoot to determine a possible cause of the low bg level.